Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not available for reporting. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. Unknown therapy date. The 510k: additional 510k - k111540. (B)(4). No DHR review can be completed since the lot number provided is inaccurate or incomplete. The lot number provided is "8266962". DHR requested. Product was not returned and lot number provided is incorrect. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 a revision surgery was performed for a broken 3.5 mm lcp superior clavicle plate/7 hole/right/100 mm due to non-union. The patient was experiencing pain in right clavicle and it was discovered that the implanted clavicle plate was broken. The revision surgery was completed successfully, there were no surgical delays, no fragments were generated from broken device, no additional x-rays taken and no other medical intervention required. A new depuy synthes clavicle plate was implanted into the patient and the patient status was reported as stable. Concomitant part: screws (part number unknown, lot number unknown, quantity seven). This report is 1 of 1 for com-(B)(4).